Event description:
The client reached under the chair while in the tilt position to plug in a cable which had become unplugged, at which time the chair tilted forward wedging the user's arm. End user was in this position for a couple of hours until the caregiver arrived and helped them out. End user was taken to hospital by ambulance for x-rays and cat scans. Results are still unknown.